Event description:
Reported an incident with a (B)(4) blade that was shedding in a joint - lot number 50635504. E-mail sent to clarify if site was flushed. (B)(6) 2012. Territory manager said it was flushed as best they could, however particles remained.

Manufacturer narrative:
(B)(4): no product is being returned for evaluation.(B)(4)